Event description:
It is reported that the device was implanted in 2005. The patient was seen in 2009, due to experiencing pain. X-rays revealed that the tibia showed subsidence. The patient was revised at approx 2 months later, and the tibia was loose.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 4 years and 4 months. No product was returned for evaluation. X-rays returned for review show tibial subsidence. The surgeon reported that the tibial component was "grossly loose" within the joint cavity. Tibial subsidence may be attributed to (but not limited to): poor coverage of cortical bone by the tibial tray, inadequacy of bone stock, or improper cement technique. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.